Event description:
It was reported that the patient's pulse generator did not deliver an elective replacement indicator alert. On (B)(6) 2017, the device was removed and replaced due to it's elective replacement indicator status. No patient complications were reported.